Manufacturer narrative:
Device evaluation summary: one cadd solis pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump was in good physical condition. Pump passed all the functional tests. Further investigation of the pump found that the pump was working properly. However, the event log did show cassette not attached properly occurred around the time of complaint. The customer stated issue could not be duplicated. The problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump emitted alarm for "cassette not attached". No adverse effects were reported.